Event description:
On (B)(6) 2018, an aortic valve replacement (avr) was performed with a 19mm trifecta valve. After the aorta was declamped, perivalvular leakage (pvl) was observed on intraoperative echocardiogram. The aorta was re-clamped and the patient was returned to the heart-lung machine. The device was explanted and exchanged for another 19mm trifecta valve (serial number: (B)(4)). The procedure was completed and the patient has been in stable condition.

Manufacturer narrative:
An event of perivalvular leakage was reported. The results of this investigation indicated the returned 19mm trifecta valve met specifications with no functional anomalies. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.